Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, a review of alarm log, and a service history review were performed. The f-49 alarm was identified during the alarm log review. The cause of the condition was determined to be a defective battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician a flo-gard pump was found to have presented the f-49 alarm. There was no patient involvement. No additional information is available.